Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6. The manufacturing and material records for the perceval plus heart valve and stent, model # pvf-xl, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model #pvf-xl) perceval plus heart valve at the time of manufacture and release. Since the device remained implanted, no further investigation on the device could be performed. However, from the document review performed, no manufacturing deficiencies were noted. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU.

Manufacturer narrative:
H3 other text: device remained implanted.

Event description:
The manufacturer was informed of the following event through mantra study. Reportedly, percival plus size xl was implanted in the patient on (B)(6) 2023. Based on information received, patient had complete heart block on (B)(6) 2023 which required a permanent pacemaker to be inserted on the same day. Reportedly, patient has recovered, and the event has resolved. Based on the information available, patient has a history of coronary artery disease, systemic hypertension, dyslipidemia, stroke, renal insufficiency / renal disorder without any dialysis ongoing; sleep apnea, nyha class ii. Furthermore, patient underwent coronary artery bypass graft (CABG) in 2014.